Event description:
It was reported that during use of the bd solomed¿ syringe the syringe was cracked and all the product was lost. The following information was provided by the initial reporter, translated from portuguese to english: the customer reports that the syringe was cracked and therefore all the product was lost.

Manufacturer narrative:
H.6. Investigation: DHR, quality notification and maintenance analysis were performed and no occurrences potentially related to the defect were observed. The photo sent by the customer was verified and it was possible to observe barrel cracked. The potential cause for the occurrence is a failure at syringe assembly station, which caused the barrel cracked at another syringes. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the bd solomed¿ syringe the syringe was cracked and all the product was lost. The following information was provided by the initial reporter, translated from portuguese to english: the customer reports that the syringe was cracked and therefore all the product was lost.